Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not yet been completed. The patient was experiencing elevated blood glucose levels following an illness and cortisone therapy. The ER physician reported that the patient experienced hypoglycemia, after administering insulin to correct elevated blood glucose levels.

Event description:
The patient received emergency room treatment for hypoglycemia.